Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. Customer's blood glucose level was 449 mg/dl at the time of the incident. Customer stated the another blood glucose value of 339 mg/dl. Customer also stated that the belt clip was broken. Customer mentioned that they report the past event. The insulin pump will not be returned for analysis.